Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 280 units for insulin, and after the delivery of 39 units, the insulin gauge displayed 105 units. The customer's blood glucose level was 111 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.